Event description:
An optometrist reports a hyperopic pt with a poor clinical outcome following bilateral lasik surgery. This report is for the left eye, the right eye is being submitted under MFR's report number 3003288808-2008-00012. At 6 months post-op, this pt exhibited a +.25 diopter undercorrection and -.75 diopter of induced astigmatism in the left eye. An enhanced procedure was performed on the left eye, however, at 1 month post-enhancement, the left eye exhibited a 1 line decrease. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 08/08/08.